Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with a suction irrigator. The customer reported event has no report of patient injury. At the time of this report it unknown how the procedure was completed. There was no reported injury. On 02/06/2026, intuitive surgical, inc. (Isi) received user facility report 0301220000-2026-8002 stating: robot suction irrigator broke while inside the patient. Scrub and physician assistant (pa) were unable to remove suction irrigator from trocar. Entire trocar with suction irrigator stuck inside had to be removed from the patient. Trocar and suction irrigator were both replaced.